Event description:
It was reported that the patient experienced an infusion set fell off event on (B)(6) 2026 after the infusion set had been in use for two days and the insertion site was abdomen.

Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca california, post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.